Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion in severely tortuous proximal-mid lad. During insertion resistance was felt and the device was removed. After removal it was detected that the stent was dislodged. The device was retrieved.

Manufacturer narrative:
The returned delivery system and the stent were subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned delivery system revealed that the balloon is still folded and does not show any signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The returned stent is severely deformed over its entire length. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.